Event description:
It was reported that a pump stopped during a chemotherapy infusion (infusion rate unk). The nurse stated that there was approx 150ml of medication left in the IV container that was to be infused. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.